Event description:
Boston scientific received information that the patient had twiddler's syndrome causing this right atrial (ra) lead to be dislodged. The physician had it surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.